Manufacturer narrative:
The insulin pump was monitored for 8 hours with multiple basal rates. No blank display or display anomaly was noted during testing. The motor error alarmed during basic occlusion test and unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor. They were unable to perform the basic occlusion, occlusion, prime/compromised force sensor system alarm, and the excessive no delivery test due to a prime/fill anomaly. The motor was tested outside the device and passed the motor test. All operating currents were normal. There was no unexpected low battery or off no power alarm noted. There was no damage inside the pump noted. The pump was received with a minor scratched display window, a cracked reservoir tube lip, a cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a motor error alarm, blank display, and a battery that lasted less than 1 week on the insulin pump. Customer's blood glucose was 112 mg/dl. Customer mentioned that insulin was squirting out during the prime process. Customer was uncomfortable with the pump and wanted it to be replaced.